Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was related to the patient's spinal cord stimulator.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was a pump pocket infection. The entire system was explanted and no replaced on (B)(6) 2016. There are no records to indicate that the patient had a pump implanted. Further follow up is being conducted to determine if the patient had a pump or if it was supposed to be reported that the spinal cord stimulator had an infection.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was an infection of the spinal cord stimulator (scs) with sepsis. There was an infection of scs pain control system. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in in-patient hospitalization and an emergency room visit. The patient reported low appetite, two episodes of vomiting, significant shaking chills, discomfort at pocket site and pus draining from pocket site. An examination showed right buttock surgical scar with surrounding redness and actively draining purulent material. There was possibly fluctuance, but it was difficult to interpret due to underlying device and severe pain with palpation. Laboratory testing showed wbc 16.7, rdw 15.8, neutrophiles 76.2, lymphocytes 13.4, absolute neutrophils 12.7. Gram strain from wound site positive for cocci. The etiology was noted as unlikely related to the device or therapy and possibly related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket. The event resulted in a life-threatening illness or injury. Relevant medical history included: complex reg pain syndrome type I, non-malignant pain

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was implantable neurostimulator (ins) pocket infection.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.